Manufacturer narrative:
(B)(4) (would not release bow). The complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was advanced down the endoscope and positioned at the papilla. The physician bowed the device in preparation to perform the sphincterotomy. However, when the physician attempted to unbow the sphincterotome, the tension in the cut wire would not release and the device remained bowed. The sphincterotome was removed from the patient without issue. There was no visible damage to the device. The procedure was completed with another hydratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.